Manufacturer narrative:
It was reported that the rollator brakes are not fully engaging. Stated that when pulling up or pressing down on the handles the unit does not fully lock. Stated that the brake shoe on both sides presses down on the wheel when engaging the brakes, but does not appear to be pressing hard enough for the brakes to engage. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the rollator brakes are not fully engaging. Stated that the brake shoe on both sides presses down on the wheel when engaging the brakes, but does not appear to be pressing hard enough for the brakes to engage.